Manufacturer narrative:
The customer did not accept the service order quote. As the device was not available for evaluation, the root cause for the reported issue remains unknown. No additional details regarding the reported issue and its resolution are available.

Event description:
It was reported to philips that the device takes a long time to acquire the plot in emergency cases. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device takes a long time to acquire the plot in emergency cases. There is no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.